Manufacturer narrative:
(H3) as reported by the legal team, this male patient had a bilateral in 2011, with a revision of the right knee in 2021 due to loosening. Surgeon is certain this one is due to breakdown of the device due to the recall. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by the legal team, this male patient had a bilateral in 2011, with a revision of the right knee in 2021 due to loosening. Surgeon is certain this one is due to breakdown of the device due to the recall..

Manufacturer narrative:
Patient exact implant date not available; however, devices implanted in 2011. Patient exact explant date not available; however, devices explanted in 2021. Additional information, including the product investigation, will be submitted within 30 days of receipt.